Event description:
It was reported that at a follow-up appointment after a routine device implant procedure, the right ventricular (rv) and left ventricular (lv) leads exhibited increased capture threshold measurements. Boston scientific technical services (ts) was contacted and discussed that there was evidence of intermittent loss of capture and failed rv automatic threshold detection due to fusion beats and variable rhythm morphologies. Additionally, there was evidence of increased, but still in-range lv pacing impedance measurements. Ts provided thorough recommendations for assessing the integrity of both leads, such as provocative maneuvers and diagnostic imaging. Monitoring options were also provided. At this time, the rv and lv leads remain implanted and in-service. No adverse patient effects were reported.